Event description:
It was reported that the insulin gauge was inaccurate on multiple occasions. There was no adverse impact to the customer's blood glucose level. Customer either reloaded the cartridge or continued using the existing cartridge each time to address the issues.